Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). The device has not been received by carefusion.

Event description:
The customer reported power board defective. Per the tech support no audible alarm at the nurse call. The customer reported no patient involvement or allegation of patient harm. At this time carefusion has not received the suspect device component for evaluation.

Manufacturer narrative:
Device evaluation: per results of investigation, carefusion service technician was able to duplicate customer reported complaint of the ¿power board defective. Per the technical support no audible alarm at the nurse call¿. During initial testing, found the power board with the golden testing ventilator would start up normally; but the nurse call alarm would constant stay on; when the alarm was turning off and there was no alarm from the vent. Testing found that the drive circuit for the "off" state winding is no longer functioning properly. This resulted in the permanent setting of the nurse call latching relay to the "on" state. Additional testing found that the transistor in the nurse call relay circuit of the power board has become out of specification. Alarm does not actuate due to failure of the transistor. Visual inspection does not reveal any anomalies. The service technician scrapped power board.